Manufacturer narrative:
Technician used sidecom tester and found sidecom pc board bad. Tech replaced board and performed operation check. All pass. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Bed not sending nurse call out to station.